Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a lot number was not submitted for this complaint, preventing our investigation team from conducting a device history review. Additionally, a sample could not be obtained for the purpose for the investigation. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. Investigation conclusion: no sample/ no lot number; unable to confirm complaint.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system disconnected and leaked. No serious injury or medical intervention was reported.